Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the generator stopped working and it displayed "reflected power trip". The investigation found the device to function normally and within specifications. The device functioned normally when activated in the generator. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the generator stopped working and it displayed "reflected power trip". It was impossible to re-start and performed tracking ablation procedure and the issue generates bleeding from the patient's liver. Physician performed an embolization to stop the bleeding and the patient required 1 lt of blood transfusion due to the debate of hematocrit level. The procedure was cancelled and the patient was under anesthesia. They suspected that the issue generated by the ablation reusable cable.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an ablation procedure, the generator displayed a ¿reflected power trip¿ message and stopped working. The unit could not be restarted in order to perform tracking ablation and bleeding resulted. The physician performed an embolization and the patient required a blood transfusion of one liter.